Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a partial mastectomy procedure the clips did not form and a plastic part broke off of the device. It was unknown if the piece fell in to the patient, but it is available to be returned along with the device. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p92u5w. Device analysis: the analysis results found that the msm20 device was received empty he cartridge cover broken; the broken part from the cartridge cover was not returned. In addition, the tyvek was returned along with the instrument. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed; therefore no further testing could be performed. No conclusion could be reached as to what may have caused the malformed clips. The reported complaint could not be confirmed. A possible cause for the damages found is excessive force applied over the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.